Event description:
It was reported "after the operation when the nurse tear off the ground pad from the pt, the nurse found that peeling the skin of pt. Pt injury on anterior femoral area, skin reddened by alcohol swab." No other treatment reported.

Manufacturer narrative:
The device is being returned to manufacturer; however, has not been received to date. When device is received and a quality engineering eval is completed, a supplemental report will be filed.